Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The devices were reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a quantity of two abs-10012, acp kit series ii from lot 820785151 leaked outside of the syringe during an in-clinic procedure. The issue occurred during blood draw, and both the patient and staff came into contact with the blood. The exposed blood was cleaned with paper towels and (B)(6) wipes. The blood draw was being taken from the antecubital fossa. The facility took pictures of the kits, and then discarded into the appropriate disposal bin. The account confirmed that they have the latest user manual for the appropriate cleaning of blood spills. The account stated it is unknown what caused the devices to leak, and there were not any noticeable damages or deformities with either of the kits.